Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the srm temperature was 99 degrees, indicating required maintenance. A field service engineer stated that the issue was resolved as per technical support specialist, and the service appointment was canceled.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the smart remote manager displayed a temperature of 99 degrees, signaling the need for maintenance. The customer stated that the user was able to remove the medication from another station during the malfunction and there was no prolonged delay. However, there were no adverse events or injuries reported based on this event.